Event description:
Ceramic portion of electrode broke off into the patient. All the pieces were retrieved from the patient. The case was successfully concluded without further incident and there were no patient consequences.